Event description:
Facility reported that while performing an exam on a patient who had a catheter placed, the physician released the fluoro footswitch and stepped on acquisition and the acquisition aborted. The system was reset and the case continued. No patient injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.